Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the bending section cover (a-rubber) has corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive on the bending section cover (a-rubber) has corrosion was observed. A definitive root cause cannot be determined. There was no patient involvement.